Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified: fold creases, wear abrasion, and device appearance (imprint of patch logo on opposite side of the shell consistent with folded device). Leak test and microscopic analysis was performed which identified: the unit does not leak; however, an air pocket was observed within the valve to shell bond area, it is out of specification per qa(B)(4), was identified which is characterized as a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an air pocket within the valve to shell bond area didn't cause a deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "having issue with breast implant". Additionally, patient reported deflation and pain. Device has been explanted.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory the device was reviewed, and it was found a void in valve side out of specification per qa199.06, assessed as a workmanship, which is not related to the reported complaint. According to the current risk documents the event of " void in valve " is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Event description:
Patient reported left side " having issue with breast implant". Additionally, patient reported deflation and pain. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side " having issue with breast implant". Additionally, patient reported deflation and pain. Device remains implanted.